Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "the optic was observed cracked after implantation which was removed from the eye". The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv rao200e batch 024234784 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the optic damage following iol implantation.

Event description:
On 17th february 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states "the optic was observed cracked after implantation which was removed from the eye".